Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a high ketone level. Reportedly, customer was using admelog for insulin therapy. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.